Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they received a radio frequency pic failed self-test alarm. The customer's blood glucose level at the time was 184mg/dl. Troubleshoot was conducted, and the device is being replaced and returned for analysis.

Manufacturer narrative:
The insulin pump passed displacement test. The insulin pump alarmed during self-test and unable to unable to communicate with minilink/glucose sensor simulator and test glucose meter due to faulty connector at remote frequency board. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner and cracked belt clip slot.